Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue.

Manufacturer narrative:
Correction section g3; date received by manufacturer: the awareness date should have been "17 may 2025" rather than "8 may 2025" due to a typographical error.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the lead helix was unable to extend despite multiple attempts. The lead was removed and replaced. The patient was in stable condition.